Event description:
It was also reported that a silver bar was noted at the device site at the left chest. It was noted the patient had been having discharge at the area since implant.

Manufacturer narrative:
Corrections: b5, b7, h6 annex e product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection, redness, and pocket erosion. It was also reported that the patient was experiencing pain in their chest for the past two to three weeks. It wasnoted that the infection has been ongoing since the implant procedure due to the use of the silk tape. A replacement leadless implantable pulse generator (ipg) system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5086mri58 lead; implanted: (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.